Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes <(><<)>220 ms on (B)(6) 2016. Sensing integrity counts went up to 583 (within 7 days) along with high rate-ns episodes and evidence of oversensing. Concomitant continued: 5076-52 lead, implanted (B)(6) 2005.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited noise, oversensing that was observed with arm movement, an increased sensing integrity counter (sic), and a decrease in impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.